Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl while wearing the pod between 36 and 48 hours. Patient reported the pod was leaking during wear. When removed from the infusion site (leg), the pod's cannula was found bent. Ketones were also tested and the results were negative. As treatment, a manual injection of insulin was delivered and a new pod was applied. Patient also mentioned at the time of reporting that she was in the hospital for gastroparesis; she stated this could have been caused by high bg levels but was unsure if medical event was pod related. Additional attempts for further details of treatment and additional diagnoses were unsuccessful.